Manufacturer narrative:
Imrdf code a15 captures the reportable event of clip failure to release from catheter. Imdrf impact code f23 captures the unexpected medical intervention of wire cutting. Imdrf impact code f2301 captures the additional device required. Block h11: investigation results: the resolution 360 clip was disposed and not returned for analysis; therefore, a technical analysis could not be performed. Product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. During the media inspection, the device was observed inside the patient, however, the reported issue could not be identified. The reported event of clip failure to release from catheter was unable to be confirmed. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. For the reported code of clip failure to release from catheter, during the media analysis, the device was observed inside the patient, however, the reported issue could not be identified. The definitive cause cannot be established due to lack of evidence. Additionally, without the device, it remains unknown the causes that contributed to the event. Also, the reported impact codes unexpected medical intervention and additional device required will be classified as adverse event related to procedure since the adverse events occurred due to the issues encountered during procedure. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the cecum during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter after locking onto tissue. The handle and catheter were cut to expose the wire. After agitating the wire, the clip was able to be released from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.